Event description:
Procedure was completed using a similar device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over six (6) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the bronchofibervideoscope had five dots in the image. The device was returned for evaluation. During the device evaluation, it was found that the connecting tube coating was peeling (more than 1mm). There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation also found that the image was scratched by a broken charged coupled device unit, bending section cover adhesive was broken, electrical connector had corrosion due to water leakage, ultrasonic connector had corrosion due to water leakage, electrical continuity error appeared due to water penetration. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.